Event description:
It was reported that at the end of a case, the fabius gs machine monitor screen went blank, the flow meter displayed "err" and the main power indicator led on the front panel started flashing. The pt was manually bagged to finish the case. No pt injury resulted.

Manufacturer narrative:
The investigation is ongoing. Results will be reported in a follow-up report.